Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a microsnare device with a non-mdt guidewire, non-mdt 6f guiding catheter and non-mdt 6f, y adaptor, and y connector during a foreign body retrieval procedure. The device was prepped as per IFU without issue. It was reported that when the physician began to insert the device, the snare wire coating was observed to be partially peeled and difficulty was experienced when attempting to insert. The device was replaced with a new microsnare to complete the procedure without further issue. No patient injury reported.